Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg to the third bar to fully charge and the patients ipg was taking longer to be charged. It was also noted that the ipg would get hot under the patients skin whenever charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.